Event description:
It was reported, that there was noise and oversensing on the right atrial (ra) lead. That lead to inappropriate atrial tachy response (atr) episodes. Which was a result of the respiratory rate trend (rrt) signal being oversensed. In addition, it was reported, that there have been varying ra impedance measurements, but no out of range measurements reported at this time. Technical services discussed troubleshooting and programming options. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).